Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use and since the problem was sporadic, the user tried exposing the system again to continue the procedure. A philips field service engineer (fse) went onsite and confirmed an error ¿exposure not possible, reselect application¿ displayed on the data monitor. During the troubleshooting, the fse found the fdc (flat detector controller) connection lost intermittently. The fse reloaded the fdc software and reinstalled the related cables, and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As the system regained its functionality after the user tried exposing the system again to complete the procedure using the same system, therefore this complaint has been re-evaluated as not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system intermittently would not perform exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.